Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on may 31, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the cause of the reported event remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure, the system was not achieving the selected vacuum and the ultrasound was not working. The case was completed using the same system and accessory. There was no harm to the patient.